Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery (rca). After predilation, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was advanced. The stent was then re-advanced but the stent still failed to cross the lesion. The stent was removed again and the physician noted that the stent was damaged. Additional predilatations were performed with the balloon and the procedure was completed with another of the same device. No patient complications reported and the patient's status was stable all throughout.